Event description:
It was reported that during an intraventricular septum trephination, a needle separated from the suture. The needle dropped into the patient's pericardial cavity. The suture/needle separation is believed to have occurred when the suture was being held by a mosquito clamp. An x-ray was taken to find the needle. Extra dissection on the closed wound was performed and the needle was removed.